Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was duplicated. The reported problem is isolated to a failed ic,cmos latch.the pin 11 clock signal (strb1) is distorted causing the blender to malfunction.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical while the vela ventilator was running on a patient, oxygen inlet low alarm occurred. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.